Event description:
A surgeon reported that following glaucoma filtration shunt implantation, the pt's intraocular pressure (iop) was noted to be increasing. The surgeon noted the pressure was normal immediately following the procedure, but at one month postoperative, the pt's iop was 30 mm hg. The surgeon thought the problem might be caused by adhesion of the tissue. He checked the shunt for "leakage from the anterior" and found very little flow. The shunt was explanted and a trabeculectomy was performed. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).